Event description:
Missed screw.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The software detected a shift between the ict and drb during image acquisition. The user was presented with a warning stating "registration shift. A shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check." The user acknowledged the warning and proceeded with navigation. The cause of the reported issue was traced to user technique.